Event description:
Bravo ph capsule placed via endoscopy in 2008. At about 19 days later, chest x-ray revealed capsule retained in esophagus. Pt returned for gastroscopy about two days later. No bravo capsule could be seen/found in esophagus or stomach.